Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted during the analysis, the handle was opened up and the battery was found to be vented. It was reported that the handle does not initialize. The reported issue was confirmed. The most likely root cause was traced to a component failure. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, prior to a procedure, when the battery was fully charged and the handle was taken out, the device refused to light up. The handle does not respond to the reset (two green buttons on the side of the device). Another handle was used. No patient involvement. Medtronic's initial evaluation of the incident is that an analysis of the system logs noted that the handle was opened up and both batteries were found to be vented.